Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter referenced is filed under a separate medwatch MFR number. The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the difficult to remove gripper line which has potential to cause or contribute to patient injury. It was reported that the first mitraclip was positioned on the leaflets, but the gripper line did not pass the gripper line removability test. Troubleshooting was performed, but the gripper line would not move. The clip delivery system was removed and replaced. Two mitraclips were implanted reducing mitral regurgitation from 4 to 1. The right groin access site was oozing blood from the tissue tract post procedure. Manual pressure was applied to the access site and the oozing resolved. One day post procedure, a small atrial septal defect (asd), 8 mm size was noted on the echocardiogram. The asd was larger than expected, but the study site considered the asd to be small and non-serious. The patient did not have symptoms from the asd. No treatment was given. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, functional and x-ray inspections were performed on the returned device. The reported inability to establish gripper line removability was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inability to remove the gripper line. It is possible that the cds device experienced compressive forces on the gripper lumens while in the anatomy, resulting in the inability to translate the gripper line during removability testing. During the returned device testing, the gripper line was removable with no curves on the device, which indicates that the resistance encountered while removing the gripper line was predominantly a result of curvature placed onto the system. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. The aggregations of forces may have resulted in the inability to translate the gripper line during removability testing; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.